Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. The staples appear aligned. The stapler was returned with 22 staples left in the cartridge indicating that at least 13 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed correctly but was unable to release. Another attempt was made and the staple was, once again, unable to release from the device. This was repeated a couple more times with the same result. The stapler was other remarks: disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the lab inventory stapler was inserted into the returned sample. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed and was able to release. This was repeated a couple more times with the same results. Next, the anvil from the returned stapler was placed into the functioning lab inventory stapler. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed and was able to release. This was repeated a couple more times with the same results. It appears that the anvil is not the cause of the staples not being able to be released. The anvil from the returned stapler was returned to its original stapler. The trigger was engaged again and, this time, the staple was able to properly form and release. The remaining staples in the device were all able to properly release. The first five staples in the device were unable to release, but the rest of the staples fired with no issues. It could not be determined what initially prevented the staples from releasing. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what prevented some of the staples from releasing from the device. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staplers jamming" was confirmed based upon the sample received. The first five staples were unable to release from the device, but the remaining staples were able to fire with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what initially prevented the staples from releasing. The stapler was returned with 22 staples left in the cartridge indicating that the stapler was fired at least 13 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.